Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2025; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead was associated with a return of pain and loss of stimulation in a patient with an implanted neurostimulation system. High impedances and connectivity issues with the implantable neurostimulator were identified, with multiple contacts reported as nonfunctional or unusable, including contact 7 and all but three contacts on the 8¿15 lead. The high impedance was observed on the day of surgery, with impedance values reported as: contact 7 at 24230 ohms, contact 9 at 24230 ohms, contact 10 at 24280 ohms, contact 11 at 24280 ohms, contact 12 at 24280 ohms, and contact 14 at 24330 ohms. Lead migration was also reported, with the lead migrated one vertebral body down and the top contact located at the t8¿t9 interspace. Troubleshooting was performed by attempting to program around the high impedances, but adequate coverage of pain complaints could not be achieved, particularly on the 8¿15 lead. A device revision was performed in which the 8¿15 lead was replaced with a new lead, and the high impedance and connectivity issues were reported to have resolved after replacement; the 0¿7 lead was left in place because only the 7th contact was nonfunctional. Postoperative mapping was reported to provide good bilateral coverage, and the issue was reported as resolved.